Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental md. The measurable dimensions of the screws that broke apart could not be checked as the lot number is not known. Also due to the missing lot information, an examination of the raw material testing certificate and the manufacturing papers could not be done either. As no detailed clinical information is available, the reported damaged is indicative of excessive force when angled, the screwdriver has caused the dismantling of the screw head.

Event description:
Screw broke apart. This is report 1 of 1 for complaint (B)(4).